Event description:
It was reported that the pt's pump had flipped. The device was replaced. The hcp indicated that the device may not have been anchored properly. Final pt outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.